Manufacturer narrative:
The incident device (B)(4) was returned for evaluation with a reinforced segment of the outflow graft and previously transected segment of driveline approximately 25 cm in length. The remaining section of the driveline cable was also returned in two segments with 6.5" and 28" in length. The reported event of "electrical fault" was confirmed via review of the controller log files; however, it could not be replicated. Post-explant functional analysis confirmed that pump (B)(4) met pre-implant requirements with power average consumption of 1.83 watts. Functional testing performed on the driveline cable segments revealed uninterrupted electrical continuity with low impedance value and proper engagement/disengagement of the connector. Moreover, DHR review, visual examination and dimensional verification did not identify any material, manufacturing or design discrepancies that may have caused or contributed to the reported event. Post-explant independent pathological report demonstrates no gross evidence of device complication or thrombus formation. Based on the investigation conducted, the most probable root cause cannot be conclusively determined; the pump performed as intended and the driveline cable did not show any manufacturing, material, or functional anomalies that may have caused or contributed to the reported event. The reported event is noted in the risk documentation which identifies multiple potential causes that may lead to an electrical fault alarm including but not limited to: driveline cable malfunction, driveline connector malfunction, partial driveline fracture, controller component failure, foreign material inside connector, and/or peripherals of hvad system are used in environmental conditions outside the recommended operating rage. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is report one of two reports (3007042319-2016-00950 and 3007042319-2016-00951) submitted for devices related to the same event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The pump is a fixed speed system. Low flow, average flow below the alarm threshold, may be related to poor vad filling. The instructions for use addresses setting of parameters for flow, power and watts. Guidelines for potential causes of alarms, assessment of the patient and device status along with related potential causes which can include right ventricular failure, hypovolemia, tamponade, arrhythmias, high blood pressure, inflow cannula obstruction, outflow graft kink are outlined along with potential actions to take. This is report one of two reports (3007042319-2016-00950, and 00951) submitted for devices related to the same event. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported that the patient was experiencing an increasing number of electrical fault alarms. The patient was subsequently admitted to the hospital for observation to develop a plan to handle these increasing alarms. A pump exchange procedure was performed. The patient was reported to be alive and stable post-event.